Event description:
It was reported that 5 bd ultra fine¿ pen needles experienced pen needles that would not detach. The following information was provided by the initial reporter: material no:320122 batch no: unknown and 0156524. Consumer reported getting good amounts that will not remove from pen with the outer cover. Never had an issue before this supply of 5 boxes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (3) sealed 4mm, 32g pen needles from lot # 0156524. Customer states that the needle was difficult to remove from the pen. All returned pen needles were tested and all were able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0156524, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra fine¿ pen needles experienced pen needles that would not detach. The following information was provided by the initial reporter: material no: 320122, batch no: unknown and 0156524. Consumer reported getting good amounts that will not remove from pen with the outer cover. Never had an issue before this supply of 5 boxes.